Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a810 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl and bupivacaine via an implantable pump. The indications for use was non-malignant pain and failed back surgery syndrome. It was reported that the manufacturer representative stated that they assisted with a routine pump replacement and the physician could not get the old pump connector off the pump so they had to do a catheter revision. The rep stated the new pump was primed with drug on the back table and the catheter was not aspirated. The rep was wondering about priming now. The manufacturer's technical services specialist (tss) discussed that the intrathecal end of the catheter has drug in it and the new proximal piece did not have drug. There was no priming now and there would be a delay in drug delivery as the empty section moves to the intrathecal end.